Manufacturer narrative:
Additional information received reported that no error message was displayed on the rfg what message did the rfg display? No difficulty advancing or removing the device from the patient. The physician noticed catheter melting when he pulled out the catheter completely device evaluation: visual inspection of the catheter shaft reveal multiple kinks. The kinks are approximately 55.5mm ,81.5mm and 83.4mm proximal from the distal tip. Visual inspection of the catheter device found the fep was deformed approximately from the distal tip. The fep on the coil was deformed and had a red dried material embedded the fep. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The coil was observed to be exposed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a closurefast catheter to treat 5-6 segments of the great saphenous vein(gsv). Tumescent was used and hand compressions were used during the treatment. The vein closed successfully. Upon removing the catheter from the patient, post procedure, the physician noticed that the coil coating on the catheter seemed to be melted and burnt. No patient injury was reported.